Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted, therefore no evaluation was completed. At the completion of the clinical assessment, the reported open repair procedure with explant was confirmed, the sac growth and type 3b endoleak were not confirmed with the medical records / imaging available for review. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records / imaging available for review. The final patient status was discharged on the 14 post operative day to a skilled nursing facility. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply corrections: g1,2: contact office- name has been updated h6: device code: remove 3190. H6: result code: remove 3221. H6: conclusion code: remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 3.5 years post initial procedure, the patient presented emergently with abdominal pain. Computed tomography (CT) revealed a type iiib endoleak with aneurysm growth. The physician elected to explant the device. The patient reportedly doing well. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx with duraply".

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 3.5 years post initial procedure, the patient presented emergently with abdominal pain. Computed tomography (CT) revealed a type iiib endoleak of the proximal extension with aneurysm growth. The physician elected to explant the device. The patient reportedly doing well. As of date, there have been no additional patient sequelae reported.